Event description:
It was reported that the pt has never had access to sound after the implantation on (B)(6), 2010. It was found that the electrode array was in the middle ear instead of the cochlea. During the repositioning surgery the electrode array was cut, so the device was explanted and the pt re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.